Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. Upon evaluation, the monitor will not power on. The cause of this was that the c1 capacitor shorted, which shorted the 12v line, and damaged the l1, l2, and d1 components. The root cause of the shorted c1 capacitor cannot be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor would not power on.